Manufacturer narrative:
(B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.